Event description:
The complainant reported that the clinicians were performing an endoscopic dilatation of an esophageal anastomotic stricture in a female patient (weight unknown) using the alliance ii integrated inflation system. During this procedure the cre balloon was inflated in the patient's esophagus to 3 atm and then deflated. The balloon was re-inflated to 4.5 atm and again the balloon was deflated. When the balloon was re-inflated to the maximum pressure of 8 atm, the pressure then dropped immediately, which indicated that there was a leak in the balloon. The device was then removed from the patient and inspected. The inspection revealed that the balloon had a hole and water was leaking. The physician then obtained another balloon and successfully completed the patient procedure. There was no indication from the complainant of any adverse affect to the patient as a result of the reported problem. Please reference medwatch report number 3005099803-2008-3125, which details the use of the alliance ii integrated inflation system used during this event.

Manufacturer narrative:
The complainant indicated that the device would not be returned for evaluation as it was discarded subsequent to use; therefore, a failure analysis is not available. A review of the device history record for the pertinent lot was performed, no anomalies were noted. We are unable to determine the relationship between the device and the cause for this event. Please reference medwatch report number 3005099803-2008-3125, which details the use of the alliance ii integrated inflation system used during this event.device discarded after use by facility.